Manufacturer narrative:
The device was evaluated by the manufacturer. The service technician confirmed the event and determined the primary cause was failure of the motor cartridge due to corrosion. The device was repaired and returned to the customer.

Event description:
It was reported during a routine maintenance visit that the handpiece warmed up during testing. There was no patient involvement and no adverse consequences reported.